Event description:
Complainant reported while unloaing a (B)(6) patient, the torso mat of the stretcher allegedly bent and collapsed to a supine positin resulting in the back latch to allegedly snap and collapse. The stretcher legs had not been lowered at that time and the stretcher lowered out of the ambulance. There were no injuries to the patient however; a medic sustained alleged low back pain, as a result needing medical intervention.

Manufacturer narrative:
The stretcher was returned to manufacturer and a visual and functional evaluation was conducted. The alleged report of a bent backrest piston was confirmed; however, a direct cause of the component failure could not be determined. Additional damage to the left side of the stretcher was also observed and was indicative of the impact from the fall of the stretcher as originally reported. The stretcher was not repaired and a warranty replacement was provided. The alleged medic injury consisted of low back pain and was treated with medication and light work duty for a period of time.

Event description:
Complainant reported while unloading a 600lb patient, the torso mat of the stretcher allegedly bent and collapsed to a supine position resulting in the back latch to allegedly snap and collapse. The stretcher legs had not been lowered at that time and the stretcher lowered out of the ambulance. There were no injuries to the patient; however, a medic alleged low back pain and sought medical intervention.